Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had noticed a return of symptoms since about 3-4 weeks ago. It was noted that they had just checked their implant with their programmer (pp) and found that stimulation was off. They stated that the last time they used their pp was about 3-4 weeks ago, and they clarified that they were using the sync button. When asked about 3-4 weeks ago, they stated that they had gone through airport security. It was noted that they had an appointment with their healthcare provider scheduled for the following day. No further patient complications are anticipated or expected as a result of this event.